Event description:
Subsequent to the initial MDR, additional information was provided on 05/11/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. The patient experienced a failure to receive a low-glucose alert, after which they suffered a hypoglycemic event. The patient contacted dexcom on (B)(6) 2026 for assistance with configuring their high and low glucose alerts. During this call, the patient initially reported losing consciousness multiple times ¿when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient had lost consciousness on three separate occasions. Two of these episodes, each associated with low cgm readings and resulting loss of consciousness, are documented in complaints (B)(4). The third episode, documented in this complaint, occurred when the patient did not receive any alert or notification through the application. On the day of the event, the patient reported sitting in a chair before subsequently losing consciousness. When she regained consciousness, she found herself already in the hospital. The patient was unable to recall who transported her to the hospital or any symptoms experienced prior to losing consciousness. She stated that she was treated with a glucagon injection. The patient could not remember how long she remained hospitalized, and there was no documentation of further medical evaluation or additional interventions. At the time of reporting, the patient was stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 3 reports of the patient losing consciousness that occurred three separate times. Please see related records (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification was provided on 02/12/2026. It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing multiple episodes of loss of consciousness while using the dexcom cgm system during active sensor sessions. On january 16, the patient contacted dexcom for assistance in setting up high and low alerts. During this call, she stated that she had lost consciousness ¿many times when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient experienced three separate loss-of-consciousness events, with two of those documented in (B)(4). This record pertains to the event that occurred on (B)(6) 2025. On that day, the patient lost consciousness while assisting her niece with closing a store and was taken to the emergency room. She reported being wrapped in blankets to help warm her body during treatment. It was not determined during the call whether this incident was related to dexcom device use. Following the event, she was prescribed a gvoke hypopen for future hypoglycemia management. No dexcom-related concerns were reported at that time. At the time of the report, the patient stated she was feeling well and was unable to recall any additional details regarding previous similar events. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.